Event description:
It suspected of alval. Revision on (B)(6) 2011. A patient said, he couldn't generate force on his right leg. Big osteolysis was confirmed around acetabular cup. The cup, the liner and the head were removed and replaced . There were a lot of yellowish white tumor. Junction of the head and the stem neck, there was metal debris. The cup was loose, the screw had broken during removal.

Manufacturer narrative:
The devices associated with this report were not returned. Etq complaints database searched on product lot 1176599, 1914264, whh-73, wdh-90, x32dh1, identified no similar complaints received previously. Following investigation by bioengineering, notification was received that: root cause: undetermined, currently there is insufficient information available to determine a cause of this implant failure. The complaint shall be closed with an indetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should additional information be received, then the complaint shall be investigated further.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.